Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported awakening to blood on the pd catheter (not a fresenius product), and abdominal pain. During follow-up, the patient reported going to the emergency room on (B)(6) 2025 and was diagnosed with an unspecified abdominal infection. Additionally, the patient reported being diagnosed with hyperphosphatemia; however, the cause for either event was not provided. The patient was discharged on (B)(6) 2025 and is currently completing ccpd treatments at the outpatient home dialysis clinic and receiving an antibiotic (drug, dose, duration, route not provided) following each treatment. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, causality, type of infection, medications administered) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of an unspecified abdominal infection and hyperphosphatemia, which warranted antibiotic therapy. The etiology of the patient¿s hyperphosphatemia and abdominal infection are unknown; therefore, causality could not be established. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from playing a possible role in the development of the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the temporal relationship, unknown causality, no discharge summary, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported awakening to blood on the pd catheter (not a fresenius product), and abdominal pain. During follow-up, the patient reported going to the emergency room on (B)(6) 2025 and was diagnosed with an unspecified abdominal infection. Additionally, the patient reported being diagnosed with hyperphosphatemia; however, the cause for either event was not provided. The patient was discharged on (B)(6) 2025 and is currently completing ccpd treatments at the outpatient home dialysis clinic and receiving an antibiotic (drug, dose, duration, route not provided) following each treatment. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, causality, type of infection, medications administered) were unsuccessful.